Event description:
It was reported that the ilet displayed alert 32 indicating a delivery motor communication malfunction, which persisted after a restart, and the device was replaced. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of therapy with continuation on an alternate ilet. Investigation included verification of the alert and basic troubleshooting by restarting the device. Investigation of this case revealed a suspected communication failure in the delivery motor subsystem consistent with a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the delivery motor communication function. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: no damage or abnormal wear to exterior of device. Device was placed on a charging pad and although it did power on, the display output was not functioning correctly. Engineering logs could not be downloaded to verify alert 32. A known good reference display assembly, hoverboard, and battery were used for testing however the issue with the display remained. It was determined the root cause is a mainboard issue. Device will need to be scrapped.